Event description:
The customer reported that the insulin pump had a blank display. Advised the caller to remove the battery and the battery compartment was neither damaged nor corroded. The customer called back and stated that the display did not return and he was getting a high pitch tone. The blood glucose reading was 376mgd/l. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display stuck on # 5 during countdown and with constant tone. Problem isolated to the motherboard. Unable to confirm the blank display.